Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the steps taken to resolve the lead in the patient¿s hip and no stimulation included that they were told to turn it off, which relieved the pain until they met with a registered nurse and they had the programmer and antenna reset. The patient reported that the intense pain had been resolved. The patient stated they fell on their tailbone after the emergency room visit, and they met with a registered nurse who assisted them with resetting and syncing their implant. The patient stated it was turned back on, reset and synced. The patient noted a follow up appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0a1fx, implanted: (B)(6) 2013, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started having accidents. In addition, it was reported that the patient started having pain and went to the ER one night because the patient was having an intense pain and couldn't walk. The patient stated a healthcare professional (hcp) did an x-ray and found the electrode (lead) was in the patient's hip joint, which could be why the patient was is in pain. It was also noted that the pain would return every 6 months and then twice a months. Currently, the pain happens once a week, would last for 13 minutes, and now, it lasts for 15 -17 minutes. Also, the patient has to freeze because any movement will result in pain on the patient's leg. The level of pain was described to be at 10 and has increased over the past 2-3 months. Furthermore, it was noted that the patient may have the implantable neurostimulator (ins) removed due to the pain or replaced in (B)(6). Also, the patient has increased the stimulation but wasn't feeling the stimulation, even when the patient went all the way up to 8. The patient is usually set to 3 or would go to 5 or 6 but still could feel the stimulation. The programmer batteries were changed by the patient, thinking it might be faulty, but it was working as intended. It was also noted that the patient hasn't had any severe falls or trauma but the patient has tripped and fallen before. The falls were unrelated to the device. The patient has an appointment on (B)(6) with an hcp. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot#: va0a1fx , implanted: (B)(6), 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: va0a1fx, ubd: (B)(4) 2017, UDI#: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient was not seen yet and was offered an earlier appointment, (original report stated patient has appointment scheduled for (B)(6)) but patient is going out of town (B)(6) 2018. Patient told the hcp this has been an issue for some time now and it is getting worse. There were no further complications reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient was not seen yet and was offered an earlier appointment, (original report stated patient has appointment scheduled for (B)(6)) but patient is going out of town (B)(6) 2018. Patient told the hcp this has been an issue for some time now and it is getting worse. There were no further complications reported with this event. (B)(6) 2018 lfc2 (hcp): additional information received from a healthcare professional (hcp). It was reported that the patient was feeling the stimulation in the bicycle seat area and the patient kept reporting she had a pain stimulator versus a nerve stimulator. It was noted that the pain was resolved. In addition, the device was checked for impedance and all electrodes were within normal limits. It was noted that the battery life was 13-27 months. The patient was on program 11 on 0.8, was feeling it appropriately, and there was no need for replacement. There were no further complications or anticipations reported with this event.